Event description:
It was reported that this programmer was not synced up to the monitor. The field representative noticed that when trying to push the buttons, everything would shift to the left to activate. Also, tried to start with or without the monitor plugged in. In addition, the field representative commented that when monitor was unplugged, some of the buttons were grayed out on the programmer. This programmer was used to other places and it worked fine. Boston scientific technical services (ts) stated that this will be reviewed on a weekly basis. The device remains in service. No patient involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.